Event description:
It was reported that a 4 liter oxygen barrier bag leaked. This occurred after filling of the bag with unknown solution. The reporter stated that the leak occurred around the filling port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.evaluation summary: one sample was available at the plant for evaluation. No defect was observed during visual inspection. The bag was inflated with air and leak tested under water. A leak was discovered from welding between the bag ports. Close visual examination to the leak area revealed that the bag had lack of welding. The assignable root cause of the reported condition is due to a welding deficiency. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.